Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump would rewind during normal use and had a battery issue as well. Blood glucose was unknown. No troubleshooting was performed on rewind anomaly. Customer was advised a replacement battery cap will be sent. No product is expected to return.